Event description:
I got saline texture breast implants in 2001 and had perfect health prior. I had just turned (B)(6); 3 years after getting the implants. I started having health problems that have truly interfered with my life in every way. For the past 14 yrs, I've had chronic infections due to low immunity, debilitating muscle pain / burning and weakness, severe acne, diagnosis of non-differentiated connective tissue disease and then lupus (sle), vision disturbances, hematoma and severe bruising on my limbs, heart palpitation, hearing loss, debilitating fatigue, constant brain fog, multiple miscarriages, endometriosis, severe kidney pain, underactive thyroid, food intolerances. Surgeries I have had to remedy some of my symptoms include: stapedectomy for otosclerosis, laparoscopy for endometriosis, sinus surgery (twice). I also had to employ an immune modulating treatment from a reproductive immunologist to carry my second child to term (I lost 5 via miscarriage between my 2 children). Over the years, after not finding any remedies for most of my symptoms via allopathic medicine. I turned to functional medicine including $(B)(6)/month supplements, diets (autoimmune paleo, gaps, elimination diets), yoga, homeopathy, acupuncture. I have spent a fortune just to stay 50% functional every day. When a flare comes (about once per month), I'm bed ridden for 3 days straight. I was a gymnast and runner, then 4 years after getting my implants I was no longer able to even do yoga. For over a decade, I did not work out regularly because I would be bedridden for days following. It was as if I was a 20-something, then a 30-something, living in a 90-year old's body. I will be (B)(6) in a few months and feel I have lost much of my 20s and 30s. In (B)(6) of this year, I took a leave of absence from my job to spend time with my kids over the summer; however my symptoms got worse and I have not been able to return to work. I removed my breast implants via en bloc capsulectomy explant surgery last month and have already seen a 50% improvement in my symptoms. I can walk up the stairs without having to stop for a rest, I can play with my small children without being in pain, I can go to dinner with my husband and not have to cringe in muscle pain when I stand up from the table, I can push my son's stroller around the neighborhood without having to stop. I can think clearly.